Event description:
Complainant alleged that while attempting to treat a 59-year-old male patient, the device displayed a "defib disabled" message. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction. Complainant indicated that during subsequent testing, the device failed self test for defib function.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a relay on the processor/bridge/pace (pbp) board. The customer received a replacement device. Analysis for reports of this type has not identified an increase in trend.